Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect was confirmed via log file analysis; however, the reported event of the controller not alarming was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted for review that showed events spanning approximately 16 days (B)(6) 2021¿ (B)(6) 2021, (B)(6) 2021 ¿ (B)(6) 2022, (B)(6) 2000 per timestamp). Events occurring from (B)(6) 2021 ¿ (B)(6) 2022 were recorded when the driveline was not connected to the system controller. Events occurring on (B)(6)2000 were recorded as default dates. Additionally, the driveline was not connected to the controller during these events. There were no notable alarms active in the log file that would indicate an issue with the system controller. Additionally, a log file was submitted from the patients second heartmate 3 system controller (serial number: (B)(6). A review of the periodic log file showed events spanning approximately 11 days ((B)(6)2023 - (B)(6)2023 per timestamp). A driveline disconnect event was captured on (B)(6)2023 at 14:57:37; which is consistent with the reported event of the patient being found with a disconnected driveline. There were no other notable alarms active in the log file. Multiple good faith efforts were sent asking if any troubleshooting was performed, if the alarms resolved before the patient passed away, if the cause of death was identified, and if the second controller that was not connected to the patient at the time of death could be returned. To date, no response has been provided. If the controller is returned this investigation will be reopened and the controller will be evaluated accordingly. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. And was shipped on 26oct2020. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline disconnect alarms. Heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Additionally, this section instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 instructions for use section b-¿technical specifications¿ explains that the correct audio level specification for controller advisory and hazard alarms is ~85 db. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found unresponsive with unwitnessed driveline disconnection at the modular portion with no audible alarm. The event log file contained intermittent data between (B)(6) 2021 and (B)(6) 2022 which was followed by a clock reset. The log appeared to indicate that the pump was connected to the controller between (B)(6) 2021 and (B)(6) 2021 prior to being permanently disconnected. The customer reported that this controller was the controller that was attached to the patient at the time of the code and there were no events leading up to this code. However, during the code, dashes and driveline faults were noted on the screen. The backup controller, which was connected to the patient later, was interrogated but no history pulled up. When the controller was changed during the code, the portion from the modular cable down was found to be disconnected. The root cause of the event was unable to be determined with the provided log file data. Additional log files were submitted for analysis and the new log files captured a driveline disconnect on (B)(6) 2023 at around 1500. Additionally, the log file noted numerous low speed advisories due to the pump speed being set below the low-speed limit of 5200 rotations per minute (rpm). It was later communicated that the patient passed away. Related MFR # for the pump: 2916596-2023-06064.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.